Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause if this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system (sds) was unable to be separated from the guide wire. The unknown target lesion had beeb predilated with a 2.5x20 maverick balloon. The physician was attempting to treat the lesion with a 3.5x23mm taxus express2 drug eluting stent (des). The stent delivery system (sds) "gripped" the bmw guide wire and was unable to be separated. The bmw wire and sds were removed. The procedure was completed with an unknown wire and 3.5x23mm taxus express2 des. Additional information was requested, but not available.